Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, customer reported he did not wash his hands before testing and excessively squeezed the test site. These are known causes of imprecise readings.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 79 mg/dl, 256 mg/dl, 185 mg/dl and 244 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.